Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem check therapy electrode messages) has been confirmed. Upon investigation the electrode belt intermittently failed functionality testing. The cause for the failure was the trunk cable wires were pulled internally contributing to shrink tubing coming off both sets of pulse wires. The pulse wire heat shrink separated from both sets of solder joints in the distribution node, causing them to short one another. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's was experiencing check therapy electrode messages.